Manufacturer narrative:
On 7/22/2019, the mentor failure analysis lab has received the photo of the device for evaluation. On 8/15/2019, it was reported that there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, was found ruptured. No other anomalies were observed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. All mentor product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/26/2019, it was reported to mentor that the replacement devices were mentor memorygel breast implant 750cc. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, granuloma. Concomitant products: a mentor memorygel breast implant 750cc, catalog number: 3507504bc, sn: (B)(4), lot: 6510220. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a mentor memorygel breast implant 750cc and experienced pain and granuloma and rupture on the left breast implant. As a result, the patient had undergone removal on (B)(6) 2019.